Manufacturer narrative:
This report is submitted on 7 april 2021.

Event description:
Per the clinic, the patient's device was electively explanted on (B)(6) 2021 due to cholesteatoma. The patient was not re-implanted with a new device.